Event description:
It was reported that the clinical relief study a7007 patient experienced inadequate stimulation due to high impedances on both leads. The patient was initially reprogrammed and asked to lose weight, however the issue was not resolved. The physician suspected that the leads are being coated in adipose tissue due to weight, thus causing impedances. The patient then underwent a lead replacement procedure. The devices are anticipated to return. Confirmed study relief = navitas or envision additional information was received that the devices have not been received at boston scientific and no further information has been obtained regarding the return of the devices despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), lot: (B)(4).

Event description:
It was reported that the clinical relief study a7007 patient experienced inadequate stimulation due to high impedances on both leads. The patient was initially reprogrammed and asked to lose weight, however, the issue was not resolved. The physician suspected that the leads are being coated in adipose tissue, thus causing impedances. The patient then underwent a lead replacement procedure. The devices are anticipated to be returned.